Event description:
The procedure was coil embolization for mapca. (Shunt: aorta - pulmonary artery). There was no calcification or tortuosity. The patient was (B)(6) female infant. Large resistance was felt when the coil 637mf0202 (complaint product) was inserted in the microcatheter (prowler select plus, catalog/lot unknown) for approx 30cm. Then the coil was stuck in the catheter. While the coil was pulled back slowly, the delivery system was separated. The entire delivery system was removed from the patient successfully. The procedure was completed successfully using other products. There was no adverse consequence to the patient. Additionally it was reported that the delivery system was split apart. The coil did not unraveled/stretched. However, the delivery system broke in two pieces. A constant and dedicated saline source was utilized at all times with the microcatheter. After removal, other than the reported event, the coil was not stretched or unraveled, and the delivery system had not other damages, etc. Part of the coil was still attached to the delivery system. No further information was available.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization for mapca (shunt: aorta - pulmonary artery), large resistance was felt when the trufill orbit coil (637mf0202) was inserted in the prowler select plus microcatheter (catalog/lot unknown) for approx 30cm. Then the coil was stuck in the catheter. While the coil was pulled back slowly, the delivery system separated in two pieces. The entire delivery system was removed from the patient successfully. The procedure was completed successfully using other products. There was no adverse consequence to the patient. There was no calcification or tortuosity. The patient was a (B)(6) female. Additionally, it was reported that the only damage was that the delivery system was split apart. The coil did not unraveled/stretched. However, the delivery system broke in two pieces. A constant and dedicated saline source was utilized at all times with the microcatheter. After removal, other than the reported event there were no other damages; the coil was not stretched or unraveled, and the delivery system had no other damages. The coil was still attached to the delivery system. No further information was available. A part of non-sterile trufill orbit dcs was received coiled inside of plastic bag. The returned section was the distal section of the device and measured 180cm end to end, the hub was not provided. The area of separation was next to a kink in the hypotube. The hypotube was inspected and kinks were found. The introducer was zipped, covering only the hypotube, no damages were found. No damage was found on the support coil. The gripper was inspected and no damages were found. The embolic coil was stretched and kinked. The embolic coil and the gripper were inspected under microscope. The gripper was not damaged and the embolic coil was found stretched and kinked. The functional analysis could not be performed due to the conditions of the received product. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of final assembly lot 13471443 and coil subassembly lots 14078897 and 14077321 were reviewed and revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The inability to insert the orbit coil could not be confirmed with functional testing due to the returned condition. The reported delivery system separation was confirmed. The cause of broken hypotube appears to be due to one of the kinks found over this area. The cause of rest of the damages found in the unit could not conclusively determinate, however, neither the analysis nor the DHR suggest that it could not be related to the manufacturing process and it was reported that the coil was not stretched when removed from the patient. Inspections are in place that prevents these kinds of damages from leaving the facility. Based on the condition of the returned device and without the return of the concomitant microcatheter, although no conclusion can be made, there is no indication that the event is related the manufacturing process. Procedural or handling factors appear to have impacted the reported event; therefore no corrective actions will be taken at this time.